Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported issue. The 840 ventilator passed all calibrations, extended self-testing (est), short self-tests (sst), and performance verification testing (pvt), and it was operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator was displaying an error code indicating the unit was inoperative. There was no report of patient involvement.